Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient is still experiencing therapy issues. The patient stated that they were told the ins would restrict the flow of urine since patient is implanted for urinary incontinence so the patient can control urinating by themselves. However, the patient stated still wetting diapers and patient doesn't know when it's going to come out. The patient hasn't seen any improvements since implant date and is not feeling stimulation. The patient stated feeling stimulation the day after surgery. It was confirmed that therapy is on and they have tried decreasing and increasing stimulation but symptoms have not improved. The patient was redirected to the healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they had been urinating quite a lot. The patient reported that they felt simulation after the procedure but when they got home they stopped feeling stimulation. The patient increased the stimulation and they were able to feel stimulation and then the stimulation sensation went away. The patient reported that the device was implanted for urinary and fecal incontinence and that they were changing diapers every 2 hours. The patient reported that the device was not helping with the patient¿s symptoms at all. The patient reported they got no sensation when it was time to urinate. The patient reported that that morning they had cathed and when they were walking to the shower the patient started urinating everywhere. The patient was redirected to follow up with their health care professional (hcp) to further address the issue and discuss changing programs if their symptoms didn't improve after increasing stimulation. No further complications were reported at this time.